Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - change competitor's glenosphere to enovis.

Manufacturer narrative:
The reason for this revision surgery, the agent reported "(change competitor's glenosphere to ours)". The previous surgery and the surgery detailed in this event occurred 23 days apart. This evaluation is limited in scope as the item associated with this investigation was not returned to djo surgical - austin for examination. The surgery was completed as intended and without incident. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. There were no findings during this evaluation that indicate the reported device was defective. The surgeon performed this procedure to remedy the patient's condition. No further action is deemed necessary. A review of the device history record (DHR) shows that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. There was no non-conforming material report (ncmr) associated with the product that may have contributed to the reported event. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to glenosphere change. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. Due to short time between previous and revision surgery, it is possible that the event may have occurred due to lack of post-operative care, patient noncompliance with medical instructions, improper surgical technique, patient activities or trauma. There are multiple factors that may also contribute to an event that are outside the control of djo surgical.